Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 popped open but then continued to click like it was attempting to open but then failed whereas door 4 for the same station had same issue last week but had since stopped failing to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed due to latch malfunction. A field service engineer (fse) replaced the latch assemblies for both door two and door four. The fse then verified proper functionality using the station application. The system functioned as intended after the field service engineer repaired the device.